Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the patient went to the emergency room with multiple symptoms. The patient was intubated and in the intensive care unit. The patient had experienced respiratory depression, was hypoxic, low blood pressure, and a low heart rate. This was noted as a sudden change in therapy/symptoms. It was reported that the hcp was waiting on a manufacturer's representative. The hcp reported that they think the pump was overinfusing due to the symptoms. The hcp had no patient history besides a pump replacement on (B)(6) 2018. The hcp wanted to know why the pump was replaced and was informed that it may have been due to upcoming end of service based on the date of the replacement. No further complications were anticipated/reported.